Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a linear foreign material was found on the iol surface after implanting. The surgery was completed after carefully performing irrigation and aspiration (ia) to clean it. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only video was returned. The returned video shows iol implantation. Type of accessories used with the iol implantation, such as cartridge and handpiece cannot be confirmed from the video. Serial number of the reported iol is also not visible on the provided video. The preparation of the product is not recorded. When the iol is implanted into the eye, a mark/line of an approximately 40% of the optic diameter is observed over the optic area. The exact location of the mark/line (anterior or posterior surface) cannot be confirmed. The mark/line appears to be removed with additional instrumentation. The origin of the observed foreign material cannot be confirmed from the returned video. The manufacturer internal reference number is: (B)(4).